Event description:
Clinic notes dated (B)(6) 2014 note that the patient has had a cluster of about 7 seizures over two days about two weeks prior. The patient cannot go much over a month without a seizure. There is no obvious cause for the cluster. The patient has not missed any doses of medication. It was mentioned that the vns was checked the previous week and no settings were changed and the battery was good. The patient underwent generator replacement. The physician reported that the patient is doing well since generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator has not been received to date.